Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beep anomaly. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. The customer reported that the insulin pump was beeping and buttons were not pressed or accidentally pressed. Insulin pump was returned for analysis.